Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The latch of the main vent housing was found broken. A quote for repair has been issued to the customer but to date has not been approved.

Event description:
During ge healthcare technician onsite checkout, it was observed that the latch plate of the main vent housing is damaged so the main ventilator housing is not stable. The unit may fall on the floor due to the damaged latch plate. There was no reported patient involvement.